Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections and investigation completion. User facility/importer report number corrected to (B)(4). B2 outcome attributed to adverse event corrected from intervention required to life threatening, intervention required. B5 description of event problem corrected to include that the patient received a tracheostomy. B6 laboratory data corrected from international normalized ratio (inr): 2.4, aspirin 325 daily, lactic acid dehydrogenase (ldh) peaks at 4692, plasma hemoglobin 156 to (B)(6)2018: international normalized ratio (inr) 2.4; aspirin 325 mg per day; lactate dehydrogenase (ldh) 4692 u/l; plasma hemoglobin 156 g/dl. E1 facility name corrected from (B)(6)clinic. G3 report source corrected from health professional to health professional, user facility. H6 patient codes corrected from c2890, c26872 to c26726, c26872. H10 corrected to include section f. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, infection is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. F1 user facility f2 uf/importer report number: (B)(4) f3 user facility name/address: (B)(6) f4 contact person: (B)(6) f5 phone number: (B)(6) f6 date user facility became aware of the event: unknown f7 type of report: initial f8 date of this report: (B)(6)2020 f9 approximate age of device: 3 years f10 event problem codes: n/a f11 report sent to FDA: unknown f12 location where event occurred: home f13 report sent to manufacturer: yes, 05/xx/2020 f14 manufacturer name and address MFR. Name: heartware, inc. Addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient received a tracheostomy.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had post op complications such as respiratory failure along with bacteremia. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.